Event description:
It was reported that, "while tightening set screw, surgeon said screw just kept turning. He believed the ball ring was oriented where the opening was directly under the set screw. As he advanced the screw, it wouldn't tighten down."

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed architect i2000 error code 1007 (unable to process test, activated read failure) generated when an unknown reaction vessel (rv) lot was in use. The customer changed the bulk trigger solution, then performed a control run, tested a patient sample and the error occurred after that with a hcv negative specimen. The customer reported the issue to the abbott field service engineer (fse) who advised the customer to monitor the performance. About a week later, the customer observed the same error for a hepatitis b surface antigen patient sample. The customer was able to generate a value when the hepatitis sample was retested. The fse checked the result log and observed a small luminous pattern for the hepatitis sample. There was no impact to patient management.